Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level of 450 mg/dl. Customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer stated that ring was damaged and was able to lock in place when inserted in the insulin pump. The insulin pump will not be returned for analysis.